Event description:
It was reported that a spectrum pump displayed air in line alarms when no air was present. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. It was found out of specification. The false air in line alarms were experienced during the eval and were found to be caused by cracks in the upstream sensor assembly which was replaced.